Manufacturer narrative:
E1: patient city:(B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an infusion set detachment event on 27-feb-2026. The site tubing detached close to the insertion site location and leaking from the site. The insertion site was the thigh. The infusion set had been in use for less than three days. No further information available.